Event description:
It was reported that there was low impedance, noise, and possible lead fracture in the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194 implantable pacing lead (B)(6) 2010. (B)(4).